Event description:
It was reported that a large volume multirate infusor underinfused via a 22 gauge catheter during patient infusion. The device contained fluorouracil (5 fu) and 5% dextrose with a total volume of 230ml. The expected infusion time was 46 hours; however, 180 ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 18 march 2025 and 20 march 2025. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo showed fluid inside the device¿s bladder; however, no fluid was present in the bladder of the actual sample. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.